Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl. Customer declined to troubleshoot the issue with tandem technical support or provide additional information regarding the elevated bg.